Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes there was an issue with foreign matter. The stoppers were dirty. The following information was provided by the initial reporter, translated from (B)(6) to english: the stoppers were dirty.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for embedded fm with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes there was an issue with foreign matter. The stoppers were dirty. The following information was provided by the initial reporter, translated from japanese to english: the stoppers were dirty.